Event description:
It was reported by an intuitive surgical, inc. (Isi) clinical sales representative that during a da vinci-assisted surgical procedure, a force bipolar instrument broke apart at the hinges. The customer was able to remove the instrument, complete the case with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.